Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed the site and another occlusion alarm occurred. Blood glucose was 130 mg/dl. During troubleshooting, a test bolus was delivered and insulin was observed dripping out of the infusion set tubing as expected. Reportedly, customer declined to remove the new site during troubleshooting. A bolus was successfully delivered.